Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call the insulin pump alarmed motor error and no delivery alarms. The customer¿s blood glucose level was 5.6 mmol/l at the time of the incident. The customer stated that the drive support cap was normal (slightly indented). The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, prime/compromised force sensor system and excessive no delivery test. Motor passed motor test. No motor error alarm and no delivery alarm. However, unable to perform basic occlusion and occlusion test due to partially broken reservoir tube lip. Unit was received with minor scratched display window, broken battery tube threads, missing reservoir tube o-ring and stained end cap sticker.